Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: clarify the quantity of sutures that detached from the needle during use?. Quantity of needle-suture involved is 1. Several anchors on the suture were broken off during use.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2017 and barbed suture was used. During use, several anchors on the suture were broken off during use. It is unknown what was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
The actual needle/suture was returned for evaluation. During the visual inspection of the needle/suture no attachment defects or damage on the needle was noted, however there were slightly marks on the body of the needle appear to be by use of the surgical instrument. The suture was examined visually along of the strand it was observed same barbs damaged and the fixation tab was broken of the two sides. No suture breakage was observed. In addition, the sample was tested by knot tensile strength and the result is above the minimum individual strength requirements. The sample condition of the received needle-suture suggests an improper handling of the sample.